Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that their circumstances that led to the battery turning off by itself had not changed. The patient stated that the issue had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins will turn itself off every now and then. The patient said she will charge to 100% and when the recharger is disconnected the recharger will show stimulation is off at the top of the screen. The patient said she turns the ins back on each time she notices it is off. The patient said the ins has turned itself off regardless f which position she was in. The patient inquired if it was possible to feel the stimulation even when the ins is off, noting that she was not getting nerve pain in her right leg even though the stim showed it was off. The patient was directed to follow up with her hcp. No further complications were reported.